Event description:
It was reported that when attempting to turn on the laser, the startup status freezes and an error message displayed please wait. The patient was on the table under general anesthesia. The case was cancelled and the procedure was not completed. There were no patient complications related to this event.

Event description:
It was reported that when attempting to turn on the laser, the startup status freezes and an error message displayed please wait. The patient was on the table under general anesthesia. The case was cancelled and the procedure was not completed. There were no patient complications related to this event.

Manufacturer narrative:
Investigation summary with the available information bsc concluded based on analysis results, that the as reported startup status freezes that led to the procedure being cancelled was confirmed. The issue was likely due to the firmware being offline which made the console startup status freeze. After reinstalling the firmware, the console passed full functional electrical safety testing. A review of the console service history confirmed that the console was fully functional without issues since last serviced. Per the reported information there was no direct patient complications associated with the startup status freezing. There is no information to reasonably suggest that the reported startup status freezing could potentially cause or contribute to patient harm if these were to occur again. Device history review: the device history record / service history record review was completed. This greenlight laser console was installed on (B)(6) 2018. The system was last serviced on (B)(6) 2021. The greenlight laser console was fully functional with no issues from that time until the reported event date of (B)(6) 2021. Device technical analysis: the console was serviced by a field service engineer (fse) onsite. The screen was frozen, and it was noted the main controller board (pxa) was offline. The fse removed and reinstalled the firmware for the touch screen board (tsb). Following the reinstall, pxa was functioning correctly. The console was recalibrated to meet the manufacturer specifications. Investigation conclusion: based on the information available, the exact cause that contributed to the frozen screen could not be determined as the console/parts are not available for physical analysis. This investigation is assigned a conclusion code of cause not established.